Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. Based on the visual analysis of the pictures received of the device, the distal body has a compressed and stretched condition. The findings meet us regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during thrombus removal of an acute ischemic stroke (ais) to the m1 segment of the middle cerebral artery (mca), a 132cm embovac 71 aspiration catheter and an embotrap ii revascularization device were used together. However, the embovac was not able to suction on the way. It was removed and the physician noticed that the entire catheter was flattened and crushed. A suction pump (stryker (B)(4)) was used. Thrombus was removed and the procedure completed without problems. There was no patient injury reported. A continuous flush was done. Additional information received indicated that this was an adapt ((direct aspiration first pass technique) case. However, the device was not snaked. No excessive force was applied. The device was removed intact from the patient. There was no resistance reported. The device was removed from the patient without any additional intervention. The devices used and prepped as per the instructions for use (IFU). There was no prolongation of procedure that was clinically significant due to the event. Visual analysis was performed on the photos provided for this complaint. It can be determined that the 132cm embovac 71 asp. Catheter has multiple compressed conditions on the body. Also, it could be noted that the distal body has a compressed and stretched condition. It was also noted that the mesh structure from the distal body was exposed. No other damages could be noted. The original package was not shown in the pictures. A manufacturing record evaluation (mre) was performed for the finished device 30546091 number, and no non-conformances related to the reported complaint condition were identified. One non-sterile 132cm embovac 71 asp. Catheter was received inside of a pouch. The received device was visually inspected, and it was found compressed at 2 inches to 46 inches from proximal, also the braided mesh is compressed and stretched, no other damages or anomalies were observed during the visual inspection. The ID and od from the device were measured and they were found within specification. Since a photo investigation was performed for this product complaint, and suggests that the braided mesh has a hole, a functional test was performed for the embovac catheter. The 132cm embovac 71 asp. Catheter was flushed to verify if any leakage was noted on the device, no leakage was observed on the braided mesh, this suggests that the braided mesh has no holes. The product was returned to cerenovus for evaluation. Visual inspection and dimensional testing were conducted on the returned device. Visual analysis of the returned 132cm embovac 71 asp. Catheter revealed that the device is compressed, and the braided mesh was noted compressed and stretched, these conditions are related with the customer complaint regarding ¿catheter (body/shaft) - compressed/crushed-in patient¿. A functional test was performed for the embovac catheter. The 132cm embovac 71 asp. Catheter was flushed to verify if any leakage was noted on the device, no leakage was observed on the braided mesh, this suggests that the braided mesh has no holes. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following precautions: exercise care in handling the embovac catheter to reduce the chance of accidental damage. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during thrombus removal of an acute ischemic stroke (ais) to the m1 segment of the middle cerebral artery (mca), a 132cm embovac 71 aspiration catheter and an embotrap ii revascularization device were used together. However, the embovac was not able to suction on the way. It was removed and the physician noticed that the entire catheter was flattened and crushed. A suction pump (stryker japan) was used. Thrombus was removed and the procedure completed without problems. There was no patient injury reported. A continuous flush was done. Additional information received indicated that this was an adapt ((direct aspiration first pass technique) case. However, the device was not snaked. No excessive force was applied. The device was removed intact from the patient. There was no resistance reported. The device was removed from the patient without any additional intervention. The devices used and prepped as per the instructions for use (IFU). There was no prolongation of procedure that was clinically significant due to the event. Based on the visual analysis of the pictures received of the device, the distal tip was found compressed and with a stretched condition.